Manufacturer narrative:
(B)(4). Evaluation summary: the device was received in good condition but was inoperative for an unrelated issue, failing return instrument test / evaluation (rite) functional specification. The device failed the rite ground bond electrical test. Once made operational the device met the remainder of the rite functional test specifications. The pal (product analysis lab) performed a method 3 evaluation. A continuity test was performed and the device did meet specification. The rite failure could not be duplicated during the method 3 evaluation. No failure or malfunction was identified with the device that could have caused or contributed to the reported rite electrical test failure. The cause for rite test electrical ground bond failure was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failures. The previous return of the device was not for any issues related to failed ground bond test. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the ground bond performance specifications indicating a high resistance value between the hc and ground bond on the power supply.

Manufacturer narrative:
(B)(4).the device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.